Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils are wrap around the nerves in my body/abdomen') in an adult female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, uterine prolapse, enterolysis, ovarian cyst, pelvic adhesions, dyspareunia, dysmenorrhea and menorrhagia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("I¿m in a lot of pain, I can barely walk") and gait disturbance ("I can barely walk") and was found to have a pregnancy with contraceptive device ("she thinks she's pregnant"). The patient was treated with surgery (scheduled to have hysterectomy/essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and gait disturbance had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, gait disturbance, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer stated that she got denied to have her hysterectomy. She is about to schedule her hysterectomy. She was suppose to have it at the end of the year. She has an active lawsuit with bayer. Discrepancy noted in insertion details: (B)(6) 2011., (B)(6) 2011 three coils were noted from the essure device on both sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: event : device ineffective added. Quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils are wrap around the nerves in my body/abdomen') in an adult female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine prolapse, enterolysis, ovarian cyst, pelvic adhesions, dyspareunia, dysmenorrhea and menorrhagia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("I¿m in a lot of pain, I can barely walk") and gait disturbance ("I can barely walk") and was found to have a pregnancy with contraceptive device ("she thinks she's pregnant"). The patient was treated with surgery (scheduled to have hysterectomy/essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and gait disturbance had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, gait disturbance, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer stated that she got denied to have her hysterectomy. She is about to schedule her hysterectomy. She was suppose to have it at the end of the year. She has an active lawsuit with bayer. Discrepancy noted in insertion details: (B)(6) 2011., (B)(6) 2011. Three coils were noted from the essure device on both sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-apr-2021: this is retention case. All the information has been transferred from deletion case (B)(4) . References ,reporters information were added and product removal details were updated. .mr received. Reporter information, patient details, lot no, date explanted, other relevant history, rcc was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Spective" pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("the coils are wrap around the nerves in my body/abdomen") and pregnancy with contraceptive device ("she thinks she's pregnant") in an adult female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("I¿m in a lot of pain, I can barely walk") and gait disturbance ("I can barely walk"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (scheduled to have hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain and gait disturbance had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, gait disturbance, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer stated that she got denied to have her hysterectomy. She is about to schedule her hysterectomy. She was suppose to have it at the end of the year. She has an active lawsuit with bayer. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.